Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: both reported events were confirmed. Evaluation results: 1 device was found to be affected by a stress problem and a worn internal component. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid, and was reportedly leaking. 1 event had no patient involvement; no patient impact.